Event description:
(B)(4). Bloating. Intense sharp and dull painful cramps daily. Sharp pain where coils are placed when walking up stairs and sitting down. Daily headaches. Fatigue everyday no matter how much sleep I get. Itchy bumpy rash on hands/arms. Complete loss of sex drive.